Event description:
During a stenting procedure, the hub of a 2.5 x 13mm cypher stent "dislodged" from the stent delivery system. This occurred while the stent delivery system was being removed from the pt. The stent was successfully deployed before the event. There were no reported pt complications.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.